Event description:
Device issue: none. Adverse event: st-elevation mi/in-stent thrombosis requiring medical intervention. Onset of adverse event: 10 days post implantation of device. It was reported that prior to participating in the dapt trial on (B)(6)2010, the patient underwent a procedure on (B)(6)2010 after presenting to the hospital with an st-elevation mi (stemi) which resulted in the implantation of two promus stents in the right coronary artery (rca). On (B)(6)2010, the patient received a peri-procedural loading dose of study medication clopidogrel, 600 mg. On (B)(6)2010, the patient began 75 mg clopidogrel dosing. On (B)(6)2010, the patient began 325 mg aspirin dosing. On (B)(6)2010, the patient was discharged from the hospital. On (B)(6)2010, the patient who was reported as being compliant with his medications, experienced the onset of indigestion/angina and presented to the emergency room. The patient was found to have in-stent thrombosis in the rca and was experiencing an st-elevation mi. The in-stent thrombosis was treated with a non-abbott thrombectomy catheter followed by the implantation of a 3.75x23 mm promus. On (B)(6)2010, the event resolved and the patient was discharged from the hospital. No additional information was provided at the time of this report.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The 2.5 x 18 mm promus (1009539-18b) is being reported under a separated medwatch report number. (B)(4)